Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 3.0 x 12mm nc quantum apex monorail balloon ruptured during an unknown inflation. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was approximately 90% stenosed. The vessel was nontortuous and severely calcified. The 3.0 x 12mm nc quantum apex monorail balloon catheter was used for predilatation of the vessel and was removed from the body intact.